Event description:
Related manufacturer reference number:2017865-2021-33051. Related manufacturer reference number:2017865-2021-33052. It was reported that the patient presented in-clinic for a check. Upon review, the pacemaker exhibited pacing at only 60 beats-per-minute. The atrial and ventricle leads both exhibited low pacing impedance. The pacemaker, atrial lead, and ventricle lead were all explanted and replaced. No patient consequences.